Event description:
According to the reporter, during a procedure, the white portion of the stapler came off into the abdomen of the patient. The piece became hidden behind the spleen and was undetectable by fluoroscopy. To resolve the issue, the surgeon converted to laparotomy to find the missing attachment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.